Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation; the patient¿s implantable cardioverter defibrillator exhibited one episode of ventricular undersensing. No intervention or patient symptoms were reported.